Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of anxiety-product/procedure, capsular contracture, cyst(s), device wrinkling and rupture requested on june 10, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: not observe openings on the provided photos. Capsular contracture: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Device wrinkling: not observed wrinkling on the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional additionally reported capsular contracture baker I, ¿cysts¿, and ¿lobulated contours¿. The device was explanted.